Manufacturer narrative:
E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure that included preface® guiding sheath with multipurpose curve and the patient experienced cardiac perforation that required autotransfusion. After pulmonary vein isolation (pvi) procedure, effusion was identified, and the patient was auto-transfused. The physician confirmed that transseptal puncture was difficult due to angle of septum and it was most probably during the second puncture that the perforation occurred. No signs of effusion were seen during the case or on trans-oesophageal echocardiogram (toe) directly after puncture. The patient's heart rate increased during ablation, however, it was managed by the anesthetist and the case continued. After the auto-transfusion, the patient was stable, and the effusion closed off. The surgery was delayed due to the reported event for 90 minutes. The procedure was successfully completed.

Manufacturer narrative:
The device investigation has been completed which included performing a device history record evaluation (DHR). A DHR evaluation was performed and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).